Event description:
It was reported that the patient programmer had a blank screen. The patient said the programmer was completely dead and the patient noticed the issue the day before reported event date. The patient changed the batteries and there was battery residue in the battery compartment. The patient tried to clean up the battery residue and change the batteries and she still has a blank screen. The patient had pain the day before reported event date. The patient wanted to increase the stimulation to help with the pain and the programmer would not work. The patient said that the pain came on suddenly. The patient did not have any falls or traumas. The patient said her stimulator was implanted for pain. It was later reported batteries leaked and patient programmer wont power on. No indication of patient harm.

Manufacturer narrative:
(B)(4).

Event description:
Analysis of the patient programmer found that the bottom case assembly was contaminated and the face plate was scratched. The bottom case assembly and the face plate were replaced.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3889-28, lot# j0421470v, implanted: (B)(6) 2004, product type lead. (B)(4).